Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen fundoplication, the two devices were jammed on the sterile back table and the surgeon was unable to open the jaws. The devices were difficult to unload. A new device was used to complete the case. There was no patient injury.